Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach performed on (B)(6), 2011.according to the complainant, after successfully collecting two biopsies, the cup was found to be "bent over." Reportedly, the jaw remained attached and did not separate from the device. The forceps device was withdrawn from the patient, and then the procedure was successfully completed with another radial jaw 4 single use biopsy forceps large capacity device. Additionally, the device was inspected/tested prior to use and no anomalies were noted.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure within the stomach performed on (B)(6), 2011. According to the complainant, after successfully collecting two biopsies, the cup was found to be "bent over." Reportedly, the jaw remained attached and did not separate from the device. The forceps device was withdrawn from the patient, and then the procedure was successfully completed with another radial jaw 4 single use biopsy forceps large capacity device. Additionally, the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination found that the device returned with one pull wire broken. Material analysis revealed that the fractured part exhibited characteristics of a bending action followed by tension/torsion overload. No material anomalies were found. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was not consistent with the complaint that the jaw/cup was bent. Evaluation of the returned device found that a pull wire was broken. Based on the material analysis, the pull wire fracture occurred due to a bending/tension overload event. Therefore, the most probable root cause is operational context as the observed damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).